Manufacturer narrative:
A getinge field service engineer evaluated the iabp and confirmed the reported event. To fix the issue, the fse replaced the console cover, console handle screws, and the pressure hose assembly. The fse also replaced the battery however, it is unknown if this was related to the reported event. A supplemental report will be submitted upon receipt of additional information. The full event site name is (B)(6).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak after the rear cover was physically damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/) a getinge field service engineer (fse) confirmed the battery was replaced due to expiration.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.